Event description:
Instrument was returned for repair/refurb--reported as "not advancing wire". During evaluation, it was found that the instrument was forming straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to tip wear. Tip wear was determined to be caused by normal wear on a reusable device.